Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast implant deflation and generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 325cc mentor smooth round spectrum and was presented with left side breast implant deflation noticed by the patient two weeks after the surgery. The patient also reported generalized illness (leaking nipples, bad cough and hurtful throat). As a result, the devices will be explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.